Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lens of the rigid optical arthroscope was cracked. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reported fault descriptions are most likely due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. The cause is very likely excessive force by the customer. Olympus will continue to monitor field performance for this device.